Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was predilated with a 3.0x20mm quantum maverick balloon. The lesion being treated was located in the circumflex marginal (cx) artery. The physician was unable to cross lesion with the 3.00x32mm taxus express2 drug eluting stent. When the device was removed, the stent struts flared. The procedure was completed with a 2.75x16mm taxus stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.